Manufacturer narrative:
Medtronic received the following information from the journal article entitled; short-term and long-term effects of covered stent endovascular graft exclusion for the treatment of abdominal aortic aneurysm rupture. L. Li, y.q. Li, b. Liu, h. Wang, d.m. Zhang. European review for medical and pharmacological sciences 2017; 21 (3 suppl): 73-77. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent graft systems were implanted in patients for the endovascular treatment of ruptured abdominal aortic aneurysms. The following adverse events were observed: death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.